Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump had slightly bleeding display glass, minor scratches on the display window, a cracked display window, scratched reservoir tube window and a cracked reservoir tube lip. No crack was noted on the display glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had a low blood glucose event and she accidentally fell on her insulin pump. Now there is a crack along the bottom of the screen that goes three fourths of the way along. Customer is not sure if they over bolused or if the insulin worked faster than the food customer was eating. Customer's blood glucose is 3.7 mmol/l. Customer treated with a fruit box. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer declined troubleshooting for the low blood glucose event. Customer stated the event was not due to any device malfunction. Nothing further reported.